Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the customer experienced high blood glucose over 600 mg/dl. It was stated that the reservoir had a possible temporary vent blockage. The insulin pump was not replaced.